Event description:
This procedure was performed in the right arm: rn was gaining access and thought that the wire was in the vein. Rn then started to place an over the wire plastic dilator. Rn noticed that the wire had a kink. Rn started to place the stiff micro puncture and it buckled under the skin. When the plastic went over the wire, the wire broke off. The procedure had gone smooth and when rn pulled the wire out it was without a tip. The tip was left inside the soft tissue of the pt. Additional information received on 12/18/2007: the wire that broke off in the pt made it's way to the skin. The ER doctor removed the wire on the day before. Pt is doing well.